Manufacturer narrative:
Note to file: the device was not returned for evaluation to date (24-feb-2016) this complaint file will be updated to include the device evaluation if the device is returned. Therefore a document based investigation was carried out. Document review: a review of the manufacturing records for gpso-7-11 device of unknown lot number could not be conducted as the lot number was not provided by the customer. Prior to distribution, gpso-7-11 devices are subjected to visual inspection and functional checks to ensure device integrity according to internal procedures in cirl . According to the instructions for use, the user is advised as follows: "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precaution section states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended". The complaint was confirmed on customer testimony. The cause of the complaint could not be conclusively determined. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
They began to remove the device by snaring the end of it. The proximal end of the stent broke off while being brought into scope. They re-snared the stent to pull the remainder of the stent out and the distal end broke off and remained inside patients pancreatic duct.